Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, unknown fmc cassette, and the adverse event(s) of peritonitis, which warranted the patient¿s transition to hd. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, per the knowledge of this reviewer, the patient resumed using the same liberty cycler, as a replacement was not requested. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty cycler and unknown fmc cassette can be disassociated from the events. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event(s).

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection while on pd therapy. No additional information provided during intake. Follow-up with the patient¿s clinical manager (cm) revealed the patient experienced three episodes of peritonitis. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medication/antibiotic) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection while on pd therapy. No additional information provided during intake. Follow-up with the patient¿s clinical manager (cm) revealed the patient experienced three episodes of peritonitis. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medication/antibiotic) have thus far proven unsuccessful.